Event description:
During a right isthmus flutter procedure, a cardiac perforation occurred. After 10 seconds of ablation, there was an audible pop. Twenty minutes later, the patient became hypotensive and an ultrasound revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported high temperature incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.